Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported per patient call that on an unknown date in 2011 patient had two chromium cobalt rods implanted in his back.on an unknown date in (B)(6) 2014,one of the rods broke. Patient was diagnosed with non-malignant pain. Reportedly, patient was supposed to have another operation.